Manufacturer narrative:
A 3500a supplemental will be submitted once the analysis is completed. (B)(4).

Manufacturer narrative:
(B)(4). Customer reported that the coating on the tip of this catheter appeared separated from the tip and char somehow built up underneath. Catheter was tested and passed the following test: visual, deflection test, electrical, temperature and stockert. Complaint condition about the tip appeared separated or tip has a ring of separated coating was not confirmed. The catheter was received with char on tip. However, how the char was built was unknown because the catheter is performing according to design. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that during a right side atrial flutter ablation procedure, the physician received an impedance error. The physician decided to replace the catheter to resolve the impedance issue. Upon retrieving the catheter from the patient's body, without difficulty, a char was discovered at the tip of the catheter. The reporter described the catheter tip to appear like "there is a ring/separated coating at the tip of the catheter in which the char bulit up". There was no incident to anyone's knowledge in inserting or manipulating the retrieved catheter. The procedure was completed by using a new catheter. There was no patient injury reported. Initial visual inspection of the returned involved product shows that the char at the tip of the catheter is approximately 1.5mm long. Catheter tip is not loose or detached.